Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The data logs were reviewed and confirmed low flow and suction throughout the case. The product was returned, and slight damage was seen on the cannula. No biomaterial was seen. The pump was run in a bucket of water and and were unable to reproduce low flow. Based on the clinical details the root cause of the low pump flow was most likely improper technique by the end user when positioning the device. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the decision was made to reposition the pump due to low p ump flow. The pump was repositioned under echocardiogram and fluoroscopy, reportedly during repositioning the pump was dislocated in the aorta, and repositioning was not possible. The device was removed because it had been running for more than two hours. A new impella was placed. There was no patient harm reported.